Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a patient death occurred. The patient presented to the ccl and was described as "a really sick patient". A taxus express2 atom drug eluting stent was implanted in the diagonal artery. The procedure was completed and the patient was transferred to the unit. Later that evening the patient was transferred to the unit. Later that evening the patient expired. Additional information has been requested but has not been provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.